Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 242 mg/dl to a bg displayed as ¿high¿; however, a specific value was not provided, cause was unknown. Customer gave a correction bolus via the pump to address bg level. Reportedly, customer continued to use the pump for insulin therapy.